Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case/service code 204/check therapy pad messages) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a broken wire in the monitor's electrode belt cable receptacle. The root cause for the broken wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged case and the patient was experiencing a service code 204 (belt/monitor unusable) and "check therapy pad" messages.